Event description:
It was reported that during the procedure in the moderately calcified popliteal artery for treatment of a chronic total occlusion, an emboshield nav6 embolic protection device was advanced using a .017 non-abbott guide wire and the filter element was deployed. Atherectomy was performed followed by multiple stent deployments. Slow blood flow was noted in the superficial femoral artery; therefore, an attempt was made to retrieve the filter element using the emboshield retrieval catheter. The filter element could only be partially inserted into the retrieval catheter due to debris and was released from the non-abbott guide wire into the artery. An unsuccessful attempt was made to capture the filter element using an unspecified balloon. The physician ultimately pulled the non-abbott guide wire with the filter element into the 6fr sheath removing both from the anatomy successfully. Thrombosis of the tibial/peroneal arteries occurred due to suspected emboli from the filter element. Tissue plasminogen activator (tpa) was administered treating the thrombosis successfully. Although there was a clinically significant delay in the procedure, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect removal; incorrect anatomy; failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported the nav6 was advanced over a non-abbott guide wire, which contributed to the reported difficulties. It should be noted the device description section of the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was noted that the filter was pulled into the sheath for removal after resistance was encountered. The device retrieval section of the IFU states: pull on the tightened torque device to retract the barewire filter delivery wire until the filtration element is fully enclosed in the radiopaque expandable tip. Do not continue to retract the barewire filter delivery wire against significant resistance. Further, it was noted the nav6 was used in the popliteal artery. The indications for use section of the IFU states: the system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries. Embolism, thrombosis, and ischemia are known observed and potential adverse events of procedures as listed in the emboshield nav6 embolic protection system instructions for use (IFU) in the potential adverse event section. Based on the information reviewed, there is no indication of a product deficiency.